Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: "the pump gave a bolus randomly to a patient."

Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from USA: "the pump gave a bolus randomly to a patient. Patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: no, medical intervention needed: no."